Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024, the surgeon was deploying zipfix bands and while tightening with zipfix applicator one of the bands broke. Out of 5 bands one band broke, so the surgeon cut and extracted all the remaining bands to approximate the sternum. No fragments were retained in the patient. Surgery was delayed 25 minutes. Procedure was completed successfully. This report is for sternal zipfix cable tie w/needle peek 5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the depuy synthes, ot its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the sternal zipfix cable tie w/needle peek 5 was found broken from the needle end. The broken fragments were returned for examination and the broken area of the implant shows signs of stretching up to the point of breakage. Additionally only one of the pack of five was returned. The observed condition of the device is consistent with stress caused by excessive forces during the tensioning part using the tensioning trigger. According to the surgical technique, page. 10. There are some precautions: handle implants carefully, especially needles, to avoid damaging critical structures, soft tissue and/or hand gloves. 1. To avoid damage to the locking head the stainless steel needles must be removed before closing the zipfix implant. 2. Prior to insertion of the cut end, ensure the zipfix implant is properly oriented such that the toothed surface contacts the sternum. 3. Align the cut end with the locking head during insertion. Do not insert at an angle. Avoid excessive force when tightening implant. Do not use forces to tighten implant. Damage resulting from excessive force or forces may cause implant failure. 4. Ensure that the implant body is not twisted while passing the cut end through the locking head. And according to the page 12. Warning: the tensioning trigger must be completely released before and during implant cutting. Cutting the implant while tensioning with the application instrument could compromise the implant lock and lead to implant failure. Do not cut the implant under tension. Ensure that the implant is properly placed, that it does not cut through the bone and that the locking function is preserved to confirm the integrity of the final construct. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the sternal zipfix cable tie w/needle peek 5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code:08.501.001.05s, lot no:3391p51. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06-apr-2023, manufacturing site: jabil bettlach, expiry date:01-mar-2028. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.